Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported they had completed aligner treatment, and their top and bottom front two teeth still overlap and one of their bottom teeth is also discolored. Sent end of treatment confirmation, gathering and requesting additional information and photo to evaluate.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.